Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's pod site reaction and need for medical attention. No release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported that they had a reaction the same size as the pod. Characteristics include breaking out in little bumps, itchy, pain, warm to touch, and burning. Patient saw their dermatologist who diagnosed ID reaction (autoeczematization) and prescribed triamcinolone and antibiotics. Patient also noted their blood glucose level was at 260 mg/dl.